Event description:
It was reported that a patient underwent a posterior lumbar discectomy, spinal canal decompression, bone graft and internal fixation procedure on (B)(6) 2023 and a barbed suture was used. During the procedure, the problem of pulling off suture needle happened in surgery at the first stitch. Changed to another one to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation findings: c22 - photo review. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an apparently detached needle. A clear analysis of the needle hole or end point on the suture could not be performed due to the position of the device in the photo and the photo became distorted when magnified. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.